Manufacturer narrative:
The elecsys hcg stat reagent lot number is 76807801, and the expiration date is 31-may-2025. The qc was passing. A field service engineer (fse) confirmed that there were no abnormalities in the voltage and the mixer speed. The fse cleaned the probes, paddles, and sippers and checked for dirt. The entire area was cleaned using ethanol. He completed performance tests and confirmed that there were no problems with the instrument and the reagent. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg stat result from the cobas e 411 analyzer (rack system). The initial result was 1000 miu/ml or more, the first and second repeat results were less than 1.00 miu/ml. The second retest was performed with a new sample. The customer suspected the initial result and retested the sample. The repeat result of less than 1.00 miu/ml is considered to be correct based on the clinical symptoms.

Manufacturer narrative:
The investigation determined that there was no product issue.